Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 1999 and (B)(6) 2000 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removals on (B)(6) 2005 and (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted concurrently with cystoscopy and insertion of bilateral ureteral catheters due to rectal and vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, and dyspareunia. It was reported that the patient underwent mesh revision/removal on (B)(6) 2005 and (B)(6) 2012 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.